Manufacturer narrative:
Concomitant medical products: 429688 lead implanted: (B)(6) 2014; 5076-52 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a possible infection and cultures were obtained. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted. No further patient complications have been reported as a result of this event.